Manufacturer narrative:
The instrument was returned and evaluated. The instrument was checked for recognition on an in-house is3000 system. The is3000 system successfully recognized instrument, showing 3 uses left. Pogo pins do not stick and are not contaminated. Dallas chip programmer (dcp) verification of instrument passed. Engineering was unable to replicate recognition issue. Additional observation not reported by site is a broken cable. The pitch up cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci s surgical procedure, the maryland bipolar instrument could not be recognized. No patient harm, adverse outcome or injury was reported.